Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received stuck with a motor error alarm loop during bolus delivery the motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform occlusion, the excessive no delivery and unexpected restart test due to motor error alarm during bolus delivery. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. No compromised force sensor system alarm or a clock monitor frequency error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported that they found a compromised force sensor system alarm and a clock monitor frequency error alarm in the alarm history. The customer's blood glucose was 242 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The customer stated that the motor error alarm recurred during manual prime. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.